Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial insert found evidence suggesting the device was subject to abrasive wear. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The root cause of the reported patient knee infection is unknown. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Attune knee revision due to infection.